Event description:
Baxter another country reports, the minicap packaging appears to be altered and the minicaps are no longer remaining secure on the transfer set during use. Per affiliate, pt's are reportedly routinely taping the caps on to avoid them falling off. The affiliate reports no pt injury or medical intervention in initial report.

Manufacturer narrative:
A device sample is anticipated, but has not yet been rec'd for eval. A f/u report will be submitted when the eval is completed.